Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and download was performed and passed. A receiver download was performed and an unexpected power real time timer was observed on the date of issue and confirmed the complaint. The global transmitter final functional test was performed and passed with no deficiency. The receiver case was opened for battery and visual inspection. Water damage, a red sticker detection, and contamination of the pcba boards were observed. The probable cause of this issue was moisture damage.